Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. Vascular access was gain via the right radial artery using a modified seldinger technique. The 3.0x24mm, 60% stenosed, eccentric and progressive target lesion was located in the mildly tortuous and non-calcified proximal circumflex (cx) artery. The proximal lesion was dilated with a2.5x20mm non-bsc balloon. The 3.0x24mm omega stent was prepped and advanced through the guide, however some was difficulties were encounter entering the y connector valve. The stent was removed and it was noted that the stent was damaged. The procedure was completed with another 3.0 x 24mm omega stent. No patient complications were reported and the patient status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by manufacturer - the balloon was tightly folded with the stent secured on the balloon between the markerbands. There were multiple shaft kinks. Majority of the distal end of the stent was bunched and bent, with flared and overlapping struts. Inspection of the remainder of the device presented no other damage or irregularities. The ¿y¿ adapter used in the procedure was not received with the complaint device for product analysis and there were no any available for testing, so functional testing was not possible. There was no evidence of any material or manufacturing deficiencies contributing to the reported insertion difficulty. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. Vascular access was gain via the right radial artery using a modified seldinger technique. The 3.0x24mm, 60% stenosed, eccentric and progressive target lesion was located in the mildly tortuous and non-calcified proximal circumflex (cx) artery. The proximal lesion was dilated with a2.5x20mm non-bsc balloon. The 3.0x24mm omega stent was prepped and advanced through the guide, however some was difficulties were encounter entering the y connector valve. The stent was removed and it was noted that the stent was damaged. The procedure was completed with another 3.0 x 24mm omega stent. No patient complications were reported and the patient status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4).